Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter deflated. The catheter was inserted into the patient at the hospital, and water was injected to inflate the balloon. The balloon was inflated without any problems. After the placement, the patient returned home. On the same day, the catheter with deflated balloon fell out of the patient at home. He/she visited the hospital again and another catheter of the same type was replaced for the patient. Upon inspection, the facility found that there was leak on the balloon; the inflated balloon began deflating until it was half-size, after 40 minutes without any controls.

Manufacturer narrative:
Received 1 used silicone catheter. Under visual inspection, no defects along the catheter was found. Per the functional evaluation, the catheter was inflated with air and the catheter balloon was deflated. Then an attempt was made to inflate the catheter with 10cc of a mix of water and blue methylene with a syringe, and the water was passed to drainage lumen from the notch perforation. The catheter balloon was then cut and under 10x magnification, it was observed that the inflation notch was double perforated. The reported event was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter deflated. The catheter was inserted into the patient at the hospital, and water was injected to inflate the balloon. The balloon was inflated without any problems. After the placement, the patient returned home. On the same day, the catheter with deflated balloon fell out of the patient at home. He/she visited the hospital again and another catheter of the same type was replaced for the patient. Upon inspection, the facility found that there was leak on the balloon; the inflated balloon began deflating until it was half-size, after 40 minutes without any controls.